Manufacturer narrative:
Additional information was received that the injection was not indicated for the burning sensation at the pocket site.

Event description:
A report was received that the patient was feeling a burning sensation at the pocket site. The patient is scheduled for an injection.

Event description:
A report was received that the patient was feeling a burning sensation at the pocket site. The patient is scheduled for an injection.